Event description:
The customer uses the device to check their blood glucose. They said the device reads erratic and pt passes out due to hypoglycemia, usually around lunch time. They take their normal doses of insulin as prescribed and the device reads their glucose between 39 and 390 mg/dl. Pt doesn't feel hypoglycemic or hyperglycemic. When pt passes out, family member gives pt orange juice, then pt tends to get glucose results in the 330-390 mg/dl range. Level 1 and level 2 controls are in range on the system. The device was replaced and requested to be returned for evaluation.